Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that contribute to difficulty or inability to flush the device during preparation may include, but are not limited to, manufacturing, lumen obstruction, incorrect user technique (marker lumen flushing). Factors that contribute to marker lumen obstruction of flow include, but not limited to, under insertion, clogged marker port / lumen, improper insertion angle. The reported subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of a left common femoral artery using the pre-close technique via a 7f sheath hole prior to an interventional procedure. Reportedly, resistance was felt when flushing the saline through the marker lumen. The prostyle device was able to be flushed and was inserted into the anatomy. However, while in the anatomy, no backflow was observed. The suture of two new prostyle devices were successfully pre-placed. The sheath was upsized to 23f, and the procedure was completed. Hemostasis was achieved with the pre-placed prostyle devices. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.